Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs stimulator was not working and had not worked for approximately three months. The patient stated the scs ipg would no longer connect to the charger or the patient programmer. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified a company representative met with the patient and reportedly resolved the reported issue with reprogramming of the patient's scs system.